Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was unable to mechanically ventilate. There was no report of patient involvement.